Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010 for investigation. A supplemental report will be submitted when the investigation has been completed. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3010 power supply would not work; the led light would not turn on. The hospital tried switching the hemopro cable, but it did not work. They then tried replacing the power supply power cord with two cords they had, and it still did not work. They completed the procedure using a replacement unit. The hospital did not report any pt effects. The unit that initially malfunctioned is returning.